Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated atellica im total hcg (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Calibration and quality control (qc) were valid at the time the samples were run. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Event description:
The customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using kit lot 365. The initial result was not reported to the physician(s). The sample was reprocessed on an original analyzer, and a lower result was obtained. The repeat result was in agreement with clinical picture of the patient. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2026-00020 on 20-jan-2026. Additional information (10-feb-2026): siemens concluded investigation for a customer complaint of observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. Siemens evaluated the instrument data, the information provided by the customer, and the instrument performance, which included the siemens customer service engineer's (cse) inspection of the sample probe. No instrument issues were observed. Review of the sample and reagent trace files showed no evidence of an instrument issue impacting the delivery of sample and/or thcg reagents. Based on available information the cause to the discordant result was unable to be determined. The issue was resolved by repeating the patient sample which is considered routine troubleshooting. The customer is operational. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information.